Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The cpu was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 7700 system would "sometimes fail". No patient injury was reported.